Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat# 4845-4-416, lot# g2985280, description: abgii modular long neck; cat # 2043c-3250, lot# 33378601, description: crossfire 0 deg insert; cat# 6260-9-132, lot# 34040703, description: 32mm std lfit v40 head; cat# 2051-2052, lot# mjk8j1, description: secur-fit ha psl cup/clustr shell 52mm. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that pt will have revision surgery (B)(6) 2012. Complaining of hip pain.